Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced bilateral rupture, left-sided capsular contracture (grade unknown), and right-sided breast pain postoperatively. The patient reports that she feels more severe breast pain on the left side, on her ribs, and also in her upper body. In addition, the left side breast feels hard and appears to be deformed. MRI performed on (B)(6) 2020 indicated bilateral rupture. As a result, the patient is planning to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left-sided prosthesis.